Event description:
It was reported that during the implant procedure, the inner catheter and dilator were inserted through a kinking blood vessel and when the physician pulled out the dilator of the inner catheter, the tip of the catheter was detached. The physician attempted to retrieve the tip of the catheter from the coronary sinus, however, it went back into the right atrium and broke into two pieces. The separated pieces then went into the small branch of the vessel and the physician was unable to retrieve them. The pieces of the tip remain in the patient and the rest of the catheter was removed from the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.